Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. Delivery accuracy testing on the pump, was unable to verify the complaint. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Root cause was unable to be established.

Event description:
It was reported that cadd legacy pump failed delivery accuracy test. No patient in jury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed labels were intact. During functional check, the reported complaint was not duplicated. Running three accuracy tests, the pump was found to be within manufacturing specifications. No disposable alarm messages after disposable attached and starting were found in the pump's event history logs. The exact root cause is unknown. However, replaced downstream occlusion sensor.